Event description:
Per the audiologist, the pt reported headaches beginning in 2007 and " shocks" beginning approximately 6 months later, while using the cochlear implant system. Results of an integrity test done one month later, showed normal receiver/stimulator function. Further info was requested regarding the "shock" sensation. At about 2 months later, the pt reported pain and shock continuing while using the device. A repeat integrity test done at that time confirmed the results of the first integrity test. Deactivation of three electrodes showing fluctuating impedance measurements were recommended. The pt's device was explanted in 2008 and a new device was reimplanted during the same surgery.

Manufacturer narrative:
This type of event is addressed in the device labeling.